Event description:
As reported by the user facility information by bbm sales organization in france: "dysfunction -death". According to the customer: "the syringe pump stopped during the infusion (noradrenaline). The treatment could not be administered, which accelerated the death of the patient (patient at the end of life). Incident on (B)(6) 2023 between 3 p.m. And 4:45 p.m. The customer will return 6 devices to us for inspection because she does not know with which the incident occurred. Further information: we could not to clearly identify the malfunctioning unit, but it would certainly have been (B)(6), which paused at 3.28pm, or (B)(6), which paused at 3.56pm. We could not identify the cause of this malfunction. We do not know whether an alarm was triggered before the syringe stopped. When the nurse entered the room, there was no indicator light. The noradrenaline syringe was prepared with a concentration of 2 mg in 50 ml. A continuous infusion of noradrenaline was planned until the decision of the medical team to stop the electric syringe pump. However, we found in our software that this syringe was stopped at 3.28pm without any explanation. In view of the dose of noradrenaline administered to the patient, the infusion time for a 50 ml syringe was estimated at 1 hour 20 minutes."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Per the manufacturer: "at the specified date of the incident, given from the costumer ((B)(6) 2023) no history files were available. That device wasn´t used at (B)(6) 2023 and cannot be involved in the incident. The costumer sent several devices, these were potentially involved in the incident."